Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the right ventricle lead helix would not retract, and the lead could not be fixed in the ventricle when placed. The lead was repositioned several times but could not be fixed. The lead was removed and replaced. The patient reported no adverse consequences and was recovering.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.